Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the priming process. The blood glucose reading was 429 mg/dl. The customer was not able to complete the rewind sequence. It was also stated that the customer recently had foot surgery, and that's the reason for the high blood glucose readings. It was also stated that the customer was not reading the sensor correctly. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.